Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the mini tray was broken. A field service engineer (fse) confirmed that pharmacy tech cleared obstructions and tested mini drawer bin by inventory a pocket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini tray 1.18 was physically frozen, failed to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.